Event description:
Reporter paged. He wanted to report a 3100b malfunction. I called him back and he explained that they had the 3100b rental on a patient when the patient started coughing. The map starting fluctuating and eventually, the driver stopped. They quickly took the patient off the vent and suctioned thinking that the patient was coughing up a plug. When they tried to place the patient back on the 3100b, the map would never hold. He explained that they replaced the cap diaphragms and tried to perform the patient circuit calibration, but the map would never stabilize. I explained about the "auto-limit" and suggested that he check the max paw alarm, but he quickly stated that it was "maxed". He then said that "we have used the 3100b and we know how to troubleshoot really well and that they did everything." He reports that he already called rentals to get another vent, but they probably don't know it is a replacement. I told him that I would let rentals know that the request this would be to replace the device. I'll follow up with hill-rom. Reporter explained that the 3100b may not be able to be released at this time because it is in biomed...quarantined upon their investigation. A letter was sent to the user facility requesting additional information on the reported event. As of the date of this report, there has been no response from the user facility.

Manufacturer narrative:
H6: the viasys failure analysis lab tech evaluated the rental unit and was unable to reproduce the reported event. Thus no root cause was determined.